Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ("abnormal menstrual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), headache ("severe headaches") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (hysterectomy). Essure was removed in 2010. At the time of the report, the menstruation irregular, headache and menstrual disorder outcome was unknown. The reporter considered headache, menstrual disorder and menstruation irregular to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.